Manufacturer narrative:
(B)(4). No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 13.2-15.9cm from the distal tip. Internal insulation abrasion was noted at 8.2-9.0cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.